Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 and received an unsuccessful cavity integrity assessment (cia) test. A hysteroscopy was performed and a "pin-hole perforation" was visualized. The attempted novasure was aborted. No intervention was required and the pt was discharged home.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to be reported observation. Reference internal complaint cc# (B)(4).